Manufacturer narrative:
D4: medical device expiration date: unknown. H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4: device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety shield is falling off."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle w/ pre-attach holder there was a safety shield failure issue. The following information was provided by the initial reporter. The customer stated: "the safety shield is falling off."